Event description:
It was reported that during an angioplasty procedure, a shaft fracture occurred. While prepping a 20 mm x 2.00 mm emerge balloon catheter it was noted that the shaft had fractured. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty procedure a shaft fracture occurred. While prepping a 20mm x 2.00mm emerge balloon catheter it was noted that the shaft had fractured. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patent's status is fine.

Manufacturer narrative:
Device lot number: corrected frm 5144297 to 15144297. Device evaluated by MFR.: the emerge catheter was received with no original packaging or other devices. The hypotube separation was 59.5 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).